Manufacturer narrative:
A visual inspection was performed on the returned device. The reported proximal shaft separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation determined the reported separation appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Exemption number e2019001.

Event description:
It was reported that the procedure was to treat a circumflex (cx) artery. Pre-dilatation was performed with a 1.25x10mm non-abbott balloon catheter and inflated to 14 atmospheres. A 2.0x15mm mini trek balloon dilatation catheter was then used. When removing the mini trek, it was noted that the proximal shaft broke off and remained within the guide catheter. All devices were simply removed without any damage. Another 2.0x20mm trek balloon was used to successfully complete the procedure. The procedure was completed without complications. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.